Manufacturer narrative:
The analysis results found that the lcsc5 device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 (solid tone) was noted. The indentified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increse in severity during subequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instruments is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that after installation of the harmonic system, no function, error code instrument. Reconnection of the lcsc5 self test again, no error - the harmonic was ready to use. The device was working without activation. The device was exchanged immediately. Note: next to our harmonic generator an erbe generator was placed and online.